Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. The patient underwent a complex incisional hernia repair with anterior rectus flaps. She had revision surgery 4 months post-surgery. The patient also underwent a removal of previously placed non-incorporated mesh. The patient experienced inflammation, pain, and recurrent hernia.

Manufacturer narrative:
New information shows that the product within this report did not contribute to the reported issue. No further reports will be sent for this product event. This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a complex incisional hernia repair with anterior rectus flaps. She had revision surgery 4 months post-surgery. The patient also underwent a removal of previously placed non-incorporated mesh. The patient experienced inflammation, pain, and recurrent hernia.